Event description:
Customer reported device = 011. Customer's family member drove pt to the hospital. When arriving at hospital, customer was unresponsive. Custom was unsure of the hospital device result. Custom was given a glucose IV at the hospital. When customer's glucose was 130 mg/dl, customer was released. Control info was not provided. A request was made for return product and replacement product was sent.